Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the plaintiff claims indemnification for material and moral damages resulting of an alleged defect in his prostate device. Additional information received indicated that in june 2017 an erosion of the urethral component was diagnosed to the lumen of the urethra, causing a return of urinary loss.

Manufacturer narrative:
Model number/catalog number 72400098. Serial number (B)(4). Batch/lot number 798272004. Gtin 878953000688. Model/catalog description control pump fgs iz. Expiration date 10/30/2017. Manufacturer date 10/31/2012.

Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.